Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had motor error alarms and no delivery alarms on the insulin pump. Customer went to see he endocrinologist and she was advised to contact the helpline. Customer also had an issue with the pump rewinding on its own. Customer received a motor error alarm when the reservoir had 20 units left. Customer stated that the pump was bumped at times. Customer's current blood glucose was 337 mg/dl. Customer has been having high blood glucose in the 500's mg/dl. Customer was using her pump to treat with a bolus. Customer stated that she had to use 8 sets. Customer stated that her blood glucose is always high and she does not take care of herself. The insulin pump will be replaced due to the motor errors.